Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated the aware date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient felt the therapy was less and less effective each year, since they got the implant on (B)(6) 2007. The patient was leaking a ton and was feeling the sensation of needing to go. It had been like this in the last 4 days. The patient was also unable to establish communication with the patient programmer. The patient reported that they could not feel stimulation. The patient noted that they have a "magnet screen" and that they felt a "zip" the other day. It was also reported that the patient falls all the time and had fallen less than a week before the onset of the symptoms. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v021754, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient felt the therapy was less and less effective each year, since they got the implant on (B)(6) 2007. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information was received. A manufacturer representative reported that the patient was leaking a ton and was feeling the sensation of needing to go. The patient was also unable to establish communication with the patient programmer. The patient reported that they could not feel stimulation. The patient noted that they have a "magnet screen" and that they felt a "zip" the other day. It was also reported that the patient falls all the time and had fallen less than a week before the onset of the symptoms.